Event description:
It was reported that the physician used ebus to target the right upper lobe (rul). The physician noticed through his manual scope that there was a small laceration on the mucosa of the post interior wall of the right main stem. The physician was not sure how this occurred. The physician decided to abort the case because they did not want to cause any further injury. The patient did not experience any bleeding upon waking up. Notably, the anesthesiologist suggested that the patient may have had frail tissue, and the physician recalled a similar incident from two years prior in the same location, which had resolved without complications.